Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the paitent has experienced significant mental and physical pain and suffering, have sustained permanent injury, permanent and substantial physical deformity, have undergone and will undergo corrective surgery or surgeries, have suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and present and future lost wages. No further information has been provided.